Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-21608. It was reported that the patient presented in clinic for a follow-up check post implant procedure. Upon review, the left ventricle lead exhibited high capture threshold and low pacing impedance. The lead was scheduled to be revised on (B)(6) 2020. During the revision procedure, it was noticed that the spiral portion of the left ventricle lead was broken. The lead was then capped. The new left ventricle lead to be implanted could not be implanted due to operational issue. The new left ventricle lead was replaced during the procedure on (B)(6) 2020. Patient was stable.